Event description:
The manufacturer's reference number: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site, and confirmed the reported issue. During troubleshooting, the safety valve pull magnet was found to be defective and was replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Analysis of the provided device logs confirm the reported issue. The logs show that the inspiratory pressure was too low, which means that the inspiratory section had a major leakage. The safety valve including pull magnet is located in the inspiratory pipe. The movable axis of the pull magnet closes or opens the safety valve membrane. The pull magnet is controlled by expiratory channel board. The safety valve opening pressure is calibrated to 117 ±3 cmh2o during each pre-use check. The safety valve pull magnet enables the inspiratory gas to be released from the inspiratory pipe via the emergency air intake resulting in decreased inspiratory pressure. The replaced pull magnet (safety valve) has been returned for investigation. It passed several pre-use checks. No issues were found during ventilation for one week. It passed another pre-use check after ventilation without any issue. Conclusion: the device did not meet its specifications during the reported event. Although the problem could not be reproduced at the manufacturer¿s site, the replaced pull magnet (safety valve) is still the most probable cause of the issue.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).